Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the carsiosave intra-aortic balloon pump (iabp) units safety disc has been replaced. There was no harm or injury reported.

Manufacturer narrative:
Upon further review, it has been determined that the initial report for this complaint was submitted in error. The event is classified as non-reportable; therefore, a follow-up or final report is not required. Kindly cancel this in your database accordingly. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.